Event description:
Physician was performing a bilateral tubal ligation. The essure device on the right side did not deploy correctly. Apart of the application device remained attached to the essure device on the left side. The metal application device actually broke leaving a portion inside the pt's abdominal cavity.